Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4; b5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: in initial right tha was performed approximately eighteen years ago with unknown implants. A revision occurred approximately seven years ago due to dislocation, elevated ions, and tissue damage. To date, the patient is still experiencing pain and has been using trekking poles for stability. No revision has been reported. The complaint is confirmed based on review of the provided medical records. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately eight years post implantation, the patient is experiencing high levels of pain and difficulty ambulating. No revision has been scheduled to date. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). MDR reports were filed for this event, please see associated reports: 0001822565-2023-02763, 0001822565-2023-02764, 0001822565-2023-02766. D10: unknown head; unknown stem; unknown cup. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.